Manufacturer narrative:
There was no information provided on the identity of the patient, or the serial numbers of the equipment being used. This event is being reported out of an abundance of caution.

Event description:
Per voluntary medwatch report mw5099885 received by zoll on 4/2/2021, a patient received an inappropriate treatment from the lifevest on (B)(6) 2021. There were no other details provided in the report to determine the identity of the patient, or the serial numbers of the equipment that was used. Reporting this event out of an abundance of caution due to the allegation.